Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's model 3186 scs lead has migrated. Subsequently, surgical intervention was scheduled for a later date to address the issue. It was also reported the patient did not experience a loss of stimulation or ineffective stimulation as a result of the migration.